Manufacturer narrative:
(B)(4). Batch #: t5am9c. Additional information received: can you please provide more event details? Did the silver metal cartridge pan come off the cartridge deck during cartridge installation or removal? Yes. Or, did this occur while inside the patient? See above if the cartridge did come apart inside the patient, were all pieces retrieved? Also, you have reported two products involved. Did the same issue occur with both devices? Yes. If no, please provide event details for the second device. Investigation summary: the analysis results that one pcee60a device was returned with no visual non-conformances and with two cartridge reloads present. The reload (b) was received fully fired with the pan missing. The reload (c) was received fully fired. In addition the cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: gst60b, t5aj54 fully fired with the pan dislodged. Reload c: gst60b, t5aj54 fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during an unknown procedure, the cartridge pan was not fixed and easy to come off the cartridge deck. Another device was used to complete the case. There were no adverse consequences to the patient. One cartridge will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer.